Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a demonstration, the adaptor would recognize the reload but get stuck during articulation. The button was not working to move the reload. All the lights on the idrive were illuminated properly. The white lights on top worked correctly and worked during the firing sequence. With all lights working and the idrive working properly the articulation did not. The idrive articulated all the way to the right but when returning to center, articulation ceases. The adapter was changed and then the device worked properly. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the adapter. Functionally, the unload button on the device was depressed numerous times and displayed no hang-ups or sluggish returns. Since the clinical battery, handle, and reload were not returned, pmv representative ones were utilized for all functional testing. The device was inserted onto the test handle and calibrated without issue. A pmv reload was inserted onto the device and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. After the device was loaded the reload was attempted to be articulated to each side. The reload was able to fully articulate right but could not be articulated to the left at all. The device was rotated clockwise in increments of forty-five degrees and fully articulated right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The device was disassembled and a broken weld was noted on the articulation housing that couple the articulation link with the transmission. Functional testing of the returned device confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the device being unable to articulate to one side and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The broken weld was found to be caused by the laser shield not being replaced, including proof-loaded samples in production samples, potential contamination due to lack of tooling for the ball bearing assembly and the potential for insufficient cleaning of weld surfaces prior to welding. Corrective action has been taken to address this issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.